Event description:
It was reported that a revision surgery was performed due to patella loosening.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that several attempts have been made to obtain clinical/medical documents to support this complaint. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.